Event description:
Healthcare professional (hcp) reported a patient was injected with juvéderm voluma® xc. The same day the patient experienced ¿dizzy, blurred vision, and nauseous¿. The patient later ¿reported they "might be coming down with something". Symptoms status are unknown.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.